Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for approximately 72 hours. The patient reported experiencing pain and discomfort that prompted removal of the pod. Upon removal, the site was noted to have purulent discharge, to be hot to the touch, and to be painful and swollen. The patient sought medical evaluation with a general practitioner at (B)(6) on (B)(6) 2026, and was diagnosed with an infection at the site. The patient was prescribed an unspecified antibiotic to be applied for 7 days. The patient later reported improvement, noting reduced swelling and that the area had progressed to a red rash, and was advised following up with a healthcare provider. The patient subsequently resumed therapy by applying a new pod and reported no longer having the pod involved in the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.